Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. D10: (B)(6) - 02-022-51-2009 - truliant tib imp crc insert sz 2, 9mm. H6: component code, type of investigation. The product associated with the reported event is within the scope of recall 1038671-04/18/2024-002-r; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04069. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 41 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (master case no. (B)(6)). (B)(6) rk rev 1 is associated with this case. It was reported via legal documentation that approximately 41 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available. Legal case ¿ USA (master case no. (B)(6)). Patient ID: cynthia lutian + right knee. (B)(6) rk rev 1 is associated with this case. The patient has filed a short-form complaint in a coordinated action in alachua county with master case no. (B)(6). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device. This procedure appears to be a second revision of an index surgery not mentioned in the legal short form. Unable to locate ebi data on an earlier procedure. The serial number (B)(6) is confirmed to be a part of recall number: z-0023-2022. 02-022-51-2009 - truliant tib imp crc insert sz 2, 9mm. Serial: (B)(6). 510k: k152170. UDI: (B)(4). Product code: jwh. X-ray: no. Operative notes: no. Concomitant devices: (B)(6) 200-02-35 - three peg patella 35mm.